Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16800101/16666989. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 16913829.

Event description:
It was reported that the patient experienced undesired stimulation. No device malfunction was suspected. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were discarded.